Event description:
Hcp reported a problem related to a pump. A motor stall was reported. The motor stall was confirmed. Motor stall recorded in event logs with motor stall recovery recorded. It was reported motor stall recovered in about 8 minutes. Motor stall caused by hcp using magnet when trying to do telemetry to the pump. No symptoms reported. No consequences to the patient were reported at the time. If additional information is received a report will be provided.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), (B)(4).